Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by an advanced evaluation trial patient regarding an external neurostimulator (ens) for urgency frequency. It was reported by trial patient stated that they had changed programs with their manufacturer representative (rep) the day prior to the report and since then they felt that like they were experiencing worsened symptoms, primarily in the form of higher urgency than before. Then on (B)(6) 2019, trial patient stated that they were possibly dealing with a urinary tract infection. No further complications were reported or anticipated.